Event description:
A doctor alleged that two (2) patients had experienced a reaction with symptoms of mouth pain and sensitivity after procedures were completed using the optibond xtr product. This is the second of two (2) reports.

Manufacturer narrative:
The patient had experienced acute pain in the mouth after having a crown cemented with the optibond xtr product on (B)(4) 2013. The patient was prescribed magic swizzle for treatment. The doctor had used an adt soft tissue laser for treatment of the patients symptoms on two (2) occasions. To date, the patient has fully recovered and is doing fine. The product was returned and a visual evaluation was performed, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.